Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. Neither the reported patient symptoms or device performance allegation can be confirmed. Based on the information available, a conclusion code of no problem detected was assigned to this investigation.

Event description:
It was reported that during an unrelated revision surgery, it was noticed that the inflatable penile prosthesis (ipp) reservoir have migrated distally. The physician left the device in place and in service because there were not complaints about any malfunction and no device problem was found. No further information was provided.